Event description:
It was reported, there was a loss of therapeutic effect. The patient had no stimulation sensation on her lower back, the target area. The patient indicated there is no known accident or incident related to this complaint. The patient noticed a change about one month ago. There have been no falls/trauma, new activities, medical tests or procedures. The patient saw the physician yesterday and had x-rays taken. The patient indicated the physician stated the electrodes flipped and showed the images to the patient. The patient was directed by the physician to contact the manufacturer representative for reprogramming options to determine if that would help, so surgery would not be needed. Additional information received reported the lead had migrated causal by one electrode. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3998, lot# v603776, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v690039, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v736705, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).